Event description:
Device 1 of 2. Reference MFR report: 1627487-2013-16360. It was reported the patient experienced pain at her ipg site. X-rays revealed a wire sticking out of the ipg site which may possibly be a lead pull-out. The patient will follow up with her surgeon regarding the next course of action.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.